Event description:
Per the clinic, the patient experienced swelling at magnet site and developed an infection. Subsequently, the patient was treated with oral steroid, twice, for a duration of 5 days (specific date not reported) and oral antibiotics for a duration of 7 days (specific date not reported) with another round after 21 days (specific date and duration not reported). Eventually, on (B)(6) 2025, aspiration was done.

Event description:
It was also reported that the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient as of this date of report.